Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker failed to provide diagnostic data due to ongoing calibration. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.